Manufacturer narrative:
Additional information. Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device -- 3 years, 1 month. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported that the patient had ischemic necrosis of the small bowel. The patient presented with small bowel obstruction and necrosis status post exploratory laparotomy with lysis of adhesions (loa), jejunostomy, and would vac placement. The patient had lower gastrointestinal (gi) bleeding and ischemic colitis as well as a perforation at the splenic flexure. The patient continued to have gi bleeding on (B)(6) 2019 as well as hemorrhagic shock requiring clipping of the bleeding vessel with large gastric and transverse colon ulcerations. The patient also had balanitis. Acetylsalicylic acid (asa) was stopped and the patient's international normalized ratio (inr) goal was changed to 1.5-2.0.